Event description:
The thickness of the blade made inserting the endotracheal tube (ett) much more difficult, so that it took multiple attempts. There was blood in the mouth and the only way I could get the ett past the blade was to insert it down the center of the track in the blade, which made the intubation blind.